Manufacturer narrative:
Submit date: 10/03/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit was not alarming when it was turned on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿a broken door.¿ the unit was triaged and the customer¿s reported condition was confirmed. However, during triage, service found there to be no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.